Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that after the patient's caretaker had sterilized the listed tracheostomy tube, the caretaker observed a crack in the cuff which is external to the patient's stoma. Reportedly, there were no alternative tracheostomy tubes available so this tube was inserted back into the patient. The patient reportedly experienced improper ventilation and atelectasis due to the decreased volume in the tracheotomy tube cuff. Clarification of the patient's alleged atelectasis has been requested. No further information has been received at this time. In an effort to improve the patient's breathing, the patient's caretaker made a seal at the stoma with extra dressings. No further intervention was performed. No further adverse effects to patient reported.